Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor after routine disinfection. There was no patient involvement.

Event description:
See initial report

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor, the distribution board and the processor board were replaced to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is traceable to environmental conditions, such as water infiltration, humidity, condensation or high temperatures which may result in corrosion formation at the level of the bearing balls. This would prevent the motor shaft from rotating freely and require a power overload to work leading to damage of the involved boards.